Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, access routes were secured from the femoral vein on both sides. When a 7fr sheath was inserted from the left femoral vein in order to insert a contralateral contrast catheter, the sheath penetrated the parallel artery. After observing hemostasis, the femoral vein puncture from the central side was tried. At that time, it seemed that the artery was grazed again and reached the vein, but when sheathing was performed, no bleeding was observed, so the procedure was continued. The harmony procedure was performed without any problems, and the placement was completed with a mild paravalvular leak (pvl), then the hemostasis was performed at the access site. When the sheath was removed from both sides of the femoral vein and compression hemostasis was performed, a sudden drop in blood pressure was observed. Blood pressure measurements were not possible, so cardiac massage was performed. Echocardiography showed no cardiac movement problem, ruling out the possibility of cardiac tamponade, and verified the possibility of vascular damage. Pulmonary artery damage was ruled out, so an abdominal contrast scan was performed, which revealed left and external iliac artery (eia) damage. Occurrence of pelvic hemorrhage was determined. Hemostasis was attempted using a balloon, but because of difficulty in stopping the bleeding, a stent (viabahn 7mm x 5cm) was placed, resulting in a successful hemostasis. Rapid infusion and blood transfusion were performed to maintain hemodynamics. Fluoroscopy was performed and there was no misalignment of the valve, so the procedure was completed. The patient was intubated and returned to the intensive care unit (ICU) for postoperative follow-up. Although the bleeding site was repaired with additional procedure/treatment, the patient was returned to the ICU with intubation because of a sudden drop in blood pressure and bleeding in the pelvis during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:   brand name harmony transcatheter pulmonary valve; product ID harmony-25 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the cause of the injury was perforation due to mispuncture. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the injury.